Event description:
A hospital reported to our distributor that the heaterwire alarm sounded when an rt100 adult dual-heated breathing circuit ("the breathing circuit") was connected to a respiratory humidifier. The problem was resolved when the breathing circuit was replaced. The reported event occurred prior to use. No pt consequence was reported.

Manufacturer narrative:
The electrical resistance of the heater wires in both the inspiratory and expiratory tubes of the breathing circuit were tested using a multimeter. Results: the resistance of the heater wire in the inspiratory tube is an open circuit due to a break in the connection between the heater wire and one of the connector pins. The heater wire of the expiratory tube is within product specifications. A lot check revealed no other complaints of this nature for this lot number. Conclusions: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production improvements were made recently to crimping machines on the production line. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. This breathing circuit was manufactured following the improvements. The effectiveness of the correction action implemented is currently being monitored to determine if further improvements are necessary. Our monitoring and trending of events involving open circuit heater wires in breathing circuits has a rate of occurrence for the last year.